Event description:
It was reported by repair work order that the customer alleged the caster assembly is broken and the caster is cracked around the bearing which could cause the cot to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.